Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 137.5 cm from the proximal end and the pull wire was retracted out of the distal fractured segment. The pusher assembly mid-joint was retracted through the introducer sheath friction lock. The embolization coil was undamaged and detached from the pusher assembly inside the introducer sheath. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Further evaluation revealed a fractured pusher assembly, and the embolization coil was detached from the pusher assembly. If the smart coil is forcefully advanced against resistance, the pusher assembly may become kinked and may subsequently fracture if the device is further manipulated. The detached embolization coil was likely incidental to the reported complaint and was likely a result of the pusher assembly fracture. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat dural arteriovenous fistula (davf) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the physician placed nine smart coils in the target location using the microcatheter. While attempting to advance the next smart coil, the smart coil would not advance at all from its initial position within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using nine additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.